Manufacturer narrative:
Submit date: 10/20/2008. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008, that a customer had a problem with a needle during the transfer of blood to a tube. The customer reports the needle is coming loose from the hub. Customer states after the venipuncture and, as they are transferring the blood to the vacutainer tube, the needle detached from the hub.